Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient for the treatment of stress urinary incontinence (sui) during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient underwent a revision procedure of the obtryx sling on (B)(6) 2017 due to pelvic pain and tight vaginal mesh. On (B)(6) 2017, she underwent a marshall-krantz retropubic sling procedure due to a recurrent stress urinary incontinence (sui). On (B)(6) 2019, a revision procedure of the obtryx sling was performed due to a mechanical complication of the implanted device ("paing" and scarring) and an additional sling (advantage) was implanted. Boston scientific has been unable to obtain additional information regarding the event to date.